Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a skin flap infection at the implant site. Antibiotic treatment was attempted; however, the issue could not be resolved. The device was explanted on (B)(6) 2015.

Manufacturer narrative:
This report is filed july 1st, 2015.